Event description:
Reporter indicated that the vns patient's generator was replaced due to end of service. A battery longevity estimation calculated approximately -2.14 years remaining on battery. The patient's generator was returned to the manufacturer for product analysis. Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing did not meet electrical test specifications, due to an out of specification r35 resistor. Although results of the battery longevity predication confirm that the eos condition was an expected event, the out-of-limit supply pulsing current could potentially be a contributing factor to the eos condition, however, results of the battery longevity prediction confirm that the eos condition was an expected event.